Manufacturer narrative:
This report is filed on november 11, 2016. Device not returned to manufacturer.

Event description:
It was reported that the patient developed recurrent infections at implant site and was treated with oral antibiotics (date not reported), however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2016, it is unknown if there are plans to re-implant the patient with a new device as of the date of this report november 11, 2016.

Manufacturer narrative:
This report is submitted january 11, 2017.